Event description:
It was reported that bd syringe 3ml ll w/ndl 25x5/8 rb had a syringe needle connectivity issue.verbatim:caller states she has a 3ml syringe with a 25g 5/8 needle attached, lot#2007262. Caller states she was giving herself her b12 injection and the needle disconnected from the syringe and she didn't receive her full dose because the medication spilled out.additional information received on 23jun2026.1. Can you please provide an exact date of event in mm-dd-yyyy format? (B)(6) 2016.2. Describe any harm, injury, complication or negative outcome that occurred as a result of the event. Loss of my full monthly dose of b12 in the syringe3. Is the sample related to the incident available for analysis? If yes, are you able to provide the address of the facility for us to share the return label? Yes.additional information received on 25jun2026.the date is (B)(6) 2026; I reported the malfunction on the day it happened.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.